Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred. The device evaluation has not yet been completed. The report has been amended to reflect an allegation of patient harm requiring intervention.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred. The device evaluation had not yet been completed. The report has been amended to reflect an allegation of patient harm requiring intervention due to an ambu bag being used. The device was returned to the manufacturer for evaluation. The technician states the reported ventilator inoperative alarm was not duplicated, although the error's were observed in the device's downloaded event log. The error indicated a blower motor related failure. A verification test was performed and no abnormality of the blower was found. The device's software was reloaded to address the issue. The device was cleaned and passed final testing. A reassessment of the medical intervention allegation was reviewed by the clinical expert. It was determined that based on the available information, there is insufficient evidence to pronounse the event as serious injury as defined in 21 cfr 803.3(w).